Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. There was several bubbles along the inside of the sheath and when they removed the sheath from the body they discovered a clot inside the sheath. The vizigo sheath had several bubbles along the inside of the sheath and caller stated when they removed the sheath from the body they discovered a clot inside the sheath. Caller stated this was after they used the sheath for some time. When the sheath was replaced, the issue resolved. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found in its place and no clot was observed in the vizigo sheath. The returned sample was connected to a syringe with water and flushed and no leakage was found. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed for the finished device 00001713 number, and no internal actions related to the complaint were found during the review. No issues with the hemostatic valve were found, however, according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The event described could not be confirmed as the device performed without any hemostatic valve. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. There was several bubbles along the inside of the sheath and when they removed the sheath from the body they discovered a clot inside the sheath. The vizigo sheath had several bubbles along the inside of the sheath and caller stated when they removed the sheath from the body they discovered a clot inside the sheath. Caller stated this was after they used the sheath for some time. When the sheath was replaced, the issue resolved. Additional information: air was not being introduced into the patient. We flushed the ablator and sheath multiple times at length. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed that the reporter is aware of. Got a bubble error on system, flushed the catheter, and then physician realized that there were many bubbles in the sheath so we flushed multiple times. There was no issues related to flow on the sheath. An ablation catheter was being used at the time the issue was noted. The physician follows normal anticoagulation protocol. Air flow back into the side port is MDR-reportable. Thrombus/clot is MDR-reportable.